Event description:
Voluntary medwatch received 4/10/2024 reported: on 3/17/2024 " "tandem t-slim x2 insulin pump stopped working on an airplane. This happened to multiple pumps. Company seems aware of problem. Device is sensitive atmospheric pressure changes. This is very dangerous as can cause high blood sugars during travel. Pt is a long time diabetic on a tight control regimen. Blood sugar spiked to over 300mg/dl."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.